Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). The was was advanced into the left atrium and preparations were made to insert the pigtail catheter when the patient became hypotensive. The patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. Epinephrine was administered. Following thirty (30) minutes of CPR the patient was declared deceased.